Manufacturer narrative:
Unable to place haptics properly. Evaluation: lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined.

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens in the patient's eye but was unable to place the haptics properly. The surgeon decided to remove the icl and upon removal the icl was torn. There was no patient injury. The back-up icl was implanted with no problem.